Event description:
At the completion of an outpatient physical therapy "biodex" treatment, the physical therapy assistant (pta) attempted to discontinue the treatment and disengage the patient from the machine. The machine did not shut off when the pta attempted to shut it off and the biodex arm compressed down on the patient's left knee temporarily pinning her to the seat. No apparent injury from incident. Employee supervisor identified user error - not device malfunction - as cause of incident.